Event description:
A medtronic representative reported that during a cervical spine procedure, the surgeon alleged the navigation system was inaccurate. Images from the imaging system were reported to be good quality and the site was able to successfully pushed the imaging system images to the navigation system normally. When navigating with a probe instrument, the surgeon reported the accuracy was off by 4 millimeters to the left. The accuracy was verified on the spinous processes and on pre-drilled pilot holes on the pedicles. The surgeon opted to complete the procedure without the use of the navigation system and proceeded with a c-arm. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6). On (B)(6) 2015, a medtronic representative performed a navigation system check-out, all areas passed. The testing consisted of acquiring multiple spins using different spine models on standard and high def mode. The software was checked and performed all spins using both the left and right side trackers on the o-arm. Spins were also performed with the models being placed in different anatomical positions. All the testing came back positive with accurate results. Medtronic representative was unable to replicate the issue. The medtronic representative opted to upgrade the navigation system with the new spine software. After the successful installation medtronic representative performed all similar testing as explained above with very good results. No parts have been received by the manufacturer for analysis.